Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer indicating that the cause of the stimulation output issue was that the needed batteries in their programmer. The steps taken to resolve the stimulation output issue was that they tried raising the program. When asked if the stimulation output issues were resolved, the patient stated that they felt the device was useless. It had not resolved their problem in the least. Too high and it is uncomfortable, the surgical site was also hurting, and it was not worth the trouble and it was no help. No further complications were reported.

Manufacturer narrative:
Event date is only an approximation only the year is valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. Information was reported that the patient stated her implant stopped working and her symptoms returned. The patient feels urine draining at night and she has a lot of frequency. The patient also stated she has a lot of pain in her surgical area and discomfort at the implant site. The patient called back for assistance using their programmer. The patient mentioned during the call "I want to be able to make the ins work. It's not working at all I don't think. It's very uncomfortable, I'm not getting any stimulation", and the patient stated she hasn't since a month after the patient got the device. The patient mentioned she is "leaking" like she was "back to day one". During the call the patient was assisted with connecting their patient programmer (pp) with the ins. The pp indicated the stimulation was on, p3 at 1.2v. The patient was then assisted with increasing their therapy. The patient initially stated she felt the stimulation at the implant site. The stimulation was then increased to 3.4, where the patient confirmed she felt the stimulation a little in the recommended area, but began to feel what the patient described as "menstrual cramps". The patient was then instructed to decrease to 3.2 where the patient confirmed the stimulation was felt in the recommended area only. No further complications were reported. No additional patient symptoms were reported.